Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) indicating compromised power to the sensor board and was inoperable. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported system faults 75, 192, and 218 however performance testing was unable to replicate the faults. The investigation determined that the system faults 75, 192, and 218 were most likely due to a connection issue of between the pneumatic block and main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) indicating compromised power to the sensor board and was inoperable. The device was not in use when the fault occurred; therefore, there was no patient involvement.